Event description:
The patient's mother reported that a box of infusion sets was received with the contents crushed and/or damaged on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2.e1; name: medtronic minimed,street: 18000 devonshire street,city: northridge,state: ca,zip code: 91325,zip four: 1219.based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.